Event description:
It was reported that the patient experienced urinary incontinence and trouble with the artificial urinary sphincter (aus) device cycling improperly. Upon surgical explant of the device, a hole was identified in the cuff and no fluid was present in the device. A new aus device was implanted. No patient complications were reported.